Event description:
Hcp reported the pt presented with a flipped pump. The pt experienced no adverse symptoms from this event. An exploratory procedure to reposition the pump discovered the catheter had been disconnected from the pump; there was a tear in the catheter. The pump was explanted and replaced in 2003. The pt is currently reported as currently doing fine.